Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient contacted the rep and stated that they decided to have the device removed as the pocket is painful, and they stopped using the device a few months ago. The patient stated that the battery is uncomfortable, and they don't think it is worth keeping it. The patient is going for surgical consult on (B)(6) 2018 regarding scheduling an explant. No device allegations were made. Additional information was received from the manufacturer's representative. It was reported that the pocket pain had been painful for a couple months. Patient was not specific. It was reported an explant might not be scheduled. Additional information was received from a manufacturer representative (rep) on 2018-may-30. It was reported that the patient was scheduled for an explant on (B)(6) 2018. On (B)(6) 2018 the patient reported that the patient had their implantable neurostimulator (ins) removed because it was gradually no longer helping to manage his pain. The paddle leads were left implanted and the patient wanted to know what to do with his programmer and recharger. There were no further complications reported or anticipated.